Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the tip. A piece approximately 5.37mm x 2.21mm was found to be broken off. The broken piece was not returned. The surface adjacent to this breakage showed damage. There were multiple indentations on the blade surface. Additional information was received: it was reported that during a da vinci-assisted thymectomy procedure the teflon branch broke off the harmonic ace instrument and fell into the surgical site. There was no collision with any other instruments during the operation. The breakage occurred during preparation and gripping the soft tissue. An x-ray was conducted, revealing the presence of the fragment. However, it was not retrieved due to its small size and a risk of hemorrhage. The procedure was successfully completed using a new harmonic ace instrument. The patient has not returned to the hospital for any post-surgical complications associated with this incident.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed as of the date of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, a fragment from the harmonic ace instrument broke off and fell inside the patient. The fragment could not be retrieved.